Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, after which the error did not reoccur, and the customer successfully started their sensor session.